Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events "e226(scope communication error)" and "b30(scope communication error)" occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event1 is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer reported fault (e226) was not seen. However, b30 (scope communication error) occurred due to damage on the charged coupled device (ccd) unit and dirt on the electrical contact of the video plug. The additional evaluation findings are as follows: the bending section cover (a-rubber) had a scratch. Adhesive on a-rubber has a chip. The video connector had a scratch. Due to the deformation of the bending tube, the bending angle in the up direction exceeded the standard value. Due to damage on the forceps elevator (fe lever), the bending section cannot be fixed firmly. Switch 1 had a scratch. The video connector had a scratch. The video connector case had a scratch. The light guide (lg) cover glass had a scratch. The lg connector had a scratch. The right/left lever had a scratch. The fe lever had a scratch. The up/down plate had a scratch. Grip had a scratch. The control unit had a scratch. The angulation lever had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the flex deflectable videoscope had e226 (scope communication error), and a sandstorm-like screen appeared. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device without delay. There were no reports of patient harm.